Event description:
It was reported that the renasys go device gave a device fail alarm after three months of providing therapy to a patient. Treatment was continued with a back-up device. No patient harm reported.

Manufacturer narrative:
G4, h2, h3 and h6. We have reviewed the returned device which was used in treatment establishing a relationship between the reported event and the device. A functional evaluation confirmed the failure message of ¿device failed please return¿ when it was turned on. The device operation failed to go past the error message. With the root cause identified as software failure. A review of manufacturing records for the reported lot number found no non conformances or anomalies during production. The device met all specifications upon release into distribution. A complaint history for the reported event has been reviewed revealing further instances, these instances are being monitored to determine if additional actions are required. Please be assured that all products are released to market following rigorous quality checks during production and prior to despatch.